Event description:
During a case, it was reported that the machine displayed a reinstall ventilator message. The vent drawer was opened and closed and power was cycled off and on. After power cycling the machine, it was reported that smoke and a flame were observed at the inspiratory nozzle. The breathing circuit was immediately removed from the breathing system.

Manufacturer narrative:
The device was quarantined by the hospital/customer and an investigation by a third party requested. The investigation is ongoing.